Event description:
Monopolar cord not working at the beginning of the procedure. Cord unplugged and replugged in, then bovie cord sparked when surgeon stepped on the foot petal and the cord sparked, separating the cord from the adaptor. Sn for bovie: (B)(4).